Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance. The lead impedance rises steadily from approximately 600 ohms on (B)(4)-2010 to 904 ohms on (B)(4)-2010 (approximately 27 ohms/week) , rising more gradually (5 ohms/week) from (B)(4) to 1016 ohms on (B)(4)-2010.

Event description:
It was reported that the pace/sense impedance on the right ventricular lead has been gradually increasing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.